Event description:
Boston scientific received information that this left ventricular lead did exhibit out-of-range pace impedance greater than 2,000 ohms with threshold measurements of 4.5 volts at 1.8 milliseconds. Impedance appears to have risen steadily since implant. Pocket manipulation and isometrics could not produce any noise or pacing inhibition on this lv lead. The physician was also concerned about the increasing pacing threshold. The patient was noted to be in complete heart block. No adverse effects have occurred.

Manufacturer narrative:
The boston scientific technical services consultant recommended further troubleshooting. The boston scientific local area sales representative confirmed that a chest x-ray had not been ordered, but that the lead had been evaluated by the following physician in previous device checks and deemed acceptable to remain in service. The lead revision procedure was scheduled for the near future.